Manufacturer narrative:
The smiths medical pump was returned in good physical condition but it did have a scratched screen. Accuracy tests were performed using the returned pump and the accuracy results were found to be within the control limit specification of +/-3%. There was no fault found with the pump.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-11.5%). No patient was involved in this event. No adverse effects were reported.